Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a therapeutic laparoscopic ovarian cystectomy procedure, the hand-piece exhibited intermittent function and would not cauterize. The surgeon was dissecting the patient¿s ovary with the tissue was in the forceps, they would clamp down and try to use energy but it would intermittently deliver. It was reported that the cautery was not being delivered, so the clamping would stop the bleeding momentarily but as soon as they unclamped the tissue it would bleed. Only minor bleeding was reported. No errors displayed on the generator. The default settings were used with the device. A new device was used to stop the bleeding and to complete the procedure. No longer stay or additional procedures needed for the patient. The procedure was prolonged by a few minutes. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Model: hacf0533 pks halo cutting forcep was returned for evaluation. The user¿s complaint was not confirmed. The device was received with the jaws open, lock on. A visual inspection indicates that there is some foreign material on the jaws. The jaw symmetry is balanced, no visual damage noted. The first point of contact for the jaws is the 1st teeth of both the top and bottom jaw; this is consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at .316", (standard is .300¿ +/- .100¿). The jaw mesh is normal. The insulation of the jaw legs was inspected and found metal exposed on all 4 legs. The blade extends/retracts and cut the dental dam as design. The lock function engages/release as design and the shaft is normal. The device was plugged into the test generator; the generator displayed vp3/35; this is the correct default setting. The blue activation switch was checked; the button is functional. The rotation of the shaft is smooth. A piece of lemon was used to test the activation; the blue switch was activated and observed energy flowing normal at the jaws of the device. Based on the evaluation, the user¿s complaint was not confirmed as the device operates normal with no signs of abnormalities.